Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of interference between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the cardiomems patient electronics system (pes) could not be conclusively determined through this evaluation. It was reported that the patient had difficulty taking a reading on their cardiomems device. Troubleshooting was performed and pillows were placed between the left ventricular assist device (lvad) battery and patient electronic system (pes) and an additional billow was placed on lvad batteries. Physiological reading and transmission were successful. No further action or replacement was required. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues have been reported. The interference issues between heartmate 3 left ventricular assist systems and cardiomems devices have been investigated. Device labeling has been considered adequate and no further actions are recommended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had difficulty taking a reading on their cardiomems device. Pillows were placed between the left ventricular assist device (lvad) battery and patient electronic system (pes). Physiological reading and transmission were successful. No further action or replacement was required.